Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes h.3 device eval by manufacturer? Yes. D9: returned to manufacturer on: 13-feb-2025. Investigation summary bd received one (1) photo and (B)(4) samples for investigation. The customer photo was analyzed, and additive abnormality was observed. Additionally, out of the (B)(4) returned samples, 30 were visually inspected for additive abnormality, and 14 of these samples failed the inspection. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: additive abnormality based on customer photo and sample analysis. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® serum blood collection tubes, a white foreign matter was seen on the wall of 85 tubes. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® serum blood collection tubes, a white foreign matter was seen on the wall of 85 tubes. No adverse impact was reported regarding the patient or user.